Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: while on external power the vent shut down with no alarm condition - per parent. No patient harm.